Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, the threshold of the left ventricular (lv) lead had increased and there was no capture in one configuration. It was noted that losing lv pacing may have contributed to the patient's heart failure symptoms. The left ventricular output was increased, however it appears the lead may no longer be working. The patient will be checked in a few weeks. No further patient complications have been reported as a result of this event.